Event description:
During its post-market surveillance activities on 31-may-2022, penumbra inc. Became aware of a journal article titled, "safety and efficacy of mechanical thrombectomy using tigertriever as a rescue device after failed aspiration¿single center experience" (piasecki et al. 2020). In this retrospective review, twenty patients underwent thrombectomy procedures between january 2018 and march 2020 using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max) to make passes using the direct aspiration first pass technique (adapt). However, after three unsuccessful passes, the patients were treated with a non-penumbra device (tigertriever). There were eleven reported cases of intracranial hemorrhagic transformation revealed by computed tomography (CT) twenty-four hours after failed adapt with the ace68 and subsequent use of the tigertriever. However, the relationship between the intracranial hemorrhagic transformation and the ace68 was not specified. There were eleven reported cases of hemorrhagic infarction after failed adapt with the ace68 and subsequent use of the tigertriever. However, the relationship between the hemorrhagic infarction and the ace68 was not specified. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the penumbra system instructions for use (IFU) include, but are not limited to, hematoma or hemorrhage at access site, inability to completely remove thrombus, neurological deficits including stroke, intracranial hemorrhage, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00280.